Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed in section b, outcomes attributed to ae; was incorrectly marked as "required intervention". There was no adverse event associated with this report thus no "outcome attributed to ae" should have been selected. This issue was a product problem only.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges history of copd asthma or other chronic lung disease that might impact his/her diseases condition. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not recieved yet.

Manufacturer narrative:
Additional information was received on 12/09/2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles in the air path. The patient alleges history of copd asthma or other chronic lung disease that might impact his/her diseases condition. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During evaluation secondary findings were observed. The device's downloaded logs were reviewed by the manufacturer. There was 1 error code found. The third-party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation and unit got corrected. In box a: patient identifier was incorrectly captured in previous report, and it was corrected in this report. In box h: evaluation method code, evaluation results code, component code and conclusion code grid has been updated. Recall (z) number was updated in this report.